Manufacturer narrative:
The affected device was returned to the manufacturer site for repair. Upon functional tests, the reported issue could not be reproduced. The device was opened, cleaned and checked. No components were found defective, thus an intrinsic fault of the device can be excluded. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The unit is installed since 2016 and according to the review of the complaints database no further events related to this egb have been reported. Taking into account all the above information, hardware deviations with the device can be ruled out as cause of the reported event. It cannot be ruled out that the e19 error cose was caused by an improper gas supply or a missed gas blender warm-up phase. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 gas blender system gave an error code associated to a discrepancy between the actual and set gas flow values during procedure. There was no patient injury.